Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because a sample was not returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. The IFU provided with this kit describes suggested techniques to minimize the likelihood of ptd catheter damage during use. It states that if the flexible tip "folds over" itself when it encounters the sheath valve, insert the folded-over tip through the valve and pull back slightly to allow the tip to unfold in the open cavity of the hub. It contains the caution to keep the exposed portion of the ptd catheter straight at all times to aid in successful basket deployment and the warning not to advance the ptd catheter forward during activation. A corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports a tip separation of the device.